Event description:
It was reported that balloon leak occurred. The target lesion was located in the artery below the knee. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the target lesion but the balloon got scratched on the balloon body and contrast leaked from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).